Event description:
The customer reported that the system's beam was not compliant. The collimator was too large. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep adjusted the collimator. No patient injury was reported.